Event description:
C. R. Bard surestep¿ foley tray 16f system. After inserting the foley, and inflating the balloon, it was noted that the bag (which was still in the sterile tray) was leaking urine into the sterile tray. Upon inspection, it was found that the clear port connection from the foley tubing at the direct point where it attaches to the collection bag, was not connected. Health care provider securely reconnected it, emptied the excess urine out of the tray and then cleaned the outside of the foley bag several times with disinfectant wipes and cut off the braided cotton cording since it couldn't be cleaned thoroughly.